Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were deviations during a l4-l5 mis fusion case. The patient had pre-existing hardware at l5-s1. The surgical system was mounted to the patient using a schanz screw placed in the psis. Both l4 screws were deviated inferior by 2-3 mm. The registration for l4 gave a yellow value, but the surgeon verified the merge. L5 had a green value during one dot registration. A second registration was done, but the result was the same. The surgeon decided to switch to a scan plan workflow and complete the procedure. There was no patient harm and the procedure was delayed less than an hour. Additional information was provided. Upon doing the registration the site received green values for l4 and s1, and red at l5. The site made adjustments to the red dot location, and the disc space hash marks were moved to better represent the actual disc spaces. Then the site went from red to l5 to yellow, and the surgeon decided to proceed. The surgeon placed k wires at l4 and they looked perfect and matched the plan. The surgeon then placed the long knife for l5 on the left, took an x-ray, and found that it looked inferior by about 2-3mm. The site reregistered and then they got red values at s1. At that time the surgeon decided to switch to scan and plan and the remainder of the case went without any issues. The surgeon suspects that the issue is related to a new globus inter body that is more radio opaque than what they usually use.